Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The expiration and manufacture dates are reported as unknown because it could not be confirmed which of two clips was closest to the endocarditis; therefore, the information is reported as follows: lot number: 60930u139; date of manufacture: 10/03/2016; expiration date: 09/30/2017; lot number: 61213u176; date of manufacture: 12/13/2016; expiration date: 12/13/2017. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of endocarditis and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported dyspnea was likely a secondary symptom/effect of the worsened mr caused by disease progression. A cause for the reported endocarditis and a relationship with the implanted clip, if any, could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the endocarditis. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (60930u139, 61213u176) were implanted, reducing the mr to 1. On (B)(6) 2017, the patient presented with dyspnea and it was found that the mr had increased to 3-4 due to progression of disease. The initial clips were confirmed to be stable on the leaflets. On (B)(6) 2017, a clip delivery system (cds) was advanced to the mitral valve; however, endocarditis was observed near and possibly on one of the initial clips. The cds was removed, and the procedure was discontinued. The patient is currently stable and blood work will be done to determine treatment on a later date. No additional information was provided.